Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The threads of the rod became mushroomed as the surgeon was connecting the device, causing it to cross thread. After several attempts, the surgeon was able to successfully connect the device and continue with the case.

Manufacturer narrative:
The threads of the rod became mushroomed as the surgeon was connecting the device, causing it to cross thread. After several attempts, the surgeon was able to successfully connect the device and continue with the case. Examination of the returned instrument confirms the reported thread damage. The root cause is attributed to inadvertent user error via improper impaction. Monitor via (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.